Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented with diaphragmatic stimulation, occasionally when laying on left side and deep breaths. Adjustments to the left ventricular (lv) lead program settings was performed. Patient presented again the following day with diaphragmatic stim that was bothersome and persistent. Adjustments to lv capture management was performed, and the condition subsided. The lv lead remains in use, and no patient complications have been reported as a result of this event. The patient is a participant in the adapt response clinical study.